Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the charger had difficulty maintaining communication with the ipg. Reportedly the ipg was loose in the pocket. On (B)(6) 2012, the ipg pocket was drained. The ipg was also buried deeper in the pocket and sutured down.